Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation; however, the results are currently pending. A follow-up will be submitted upon completion of the evaluation.

Event description:
Patient's spouse contacted dexcom technical support on (B)(6) 2014 to report that the receiver displayed a hardware error on (B)(6) 2014. At the time of contact patient's spouse did not report any injury or medical intervention.

Manufacturer narrative:
The returned complaint device was visually inspected and no defects were found. A review of the receiver data log confirmed a hardware error code. The root cause was determined to be a hardware component failure. A CAPA has been initiated for this issue.